Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received an occlusion alarm that was related to the infusion set; however, the customer's pump had not sounded an audible alarm. The customer's blood glucose (bg) was 217 mg/dl and a bolus via the pump was delivered to address the bg level. Tandem technical support reviewed the pump settings and the alert/alarm setting was set to high. A sound test was performed and the customer indicated that the test alarm was heard. The customer was confident that the pump's volume was working.